Manufacturer narrative:
The investigation of the returned device found that the implant was still attached to pusher with no signs of detachment. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The implant was found to contain some damage and lead wire separation was noted along the pusher; the physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, the embolization coil implant encountered issues when loading into the microcatheter and unexpectedly detached in the microcatheter. The coil and microcatheter were removed from the patient. Another coil was used to successfully complete the procedure. There was no reported patient injury or intervention. Patient reported to be "stable."it was reported that during treatment of an aneurysm, the embolization coil implant encountered resistance during insertion and advancing into the microcatheter and unexpectedly detached in the microcatheter. The coil and microcatheter were removed successfully from the patient and other coils of the same type were used to successfully complete the procedure. There was no reported patient injury or intervention. Patient reported to be "stable." This is report 4 of 4. Reference MFR. Reports#: 2032493-2021-00246, 2032493-2021-00247, and 2032493-2021-00248.